Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, after a lead was positioned, the doctor was unable to get proper p waves. The doctor believed this is due to a micro dislodgement. While attempting to reposition the lead, it was noted that the helix would not extend. The lead was replaced and the patient was stable.